Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, left ventricular (lv) lead dislodgement was suspected. Diagnostic imaging was performed and confirmed the lv lead dislodgement. The lv lead was replaced to resolve the event. The patient experienced no consequences.